Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) ac cord is braided. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, d8, d9, g1, g3, g6, h2, h3, h11. A supplemental report will be submitted upon completion of our investigation.